Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to remove previous transmitter in bluetooth device settings and put that transmitter away, close all other applications, and pair with new transmitter, which was unsuccessful; a connection was not established. Patient was then advised to insert a new sensor with the new transmitter which was successful; a connection was established. No additional patient or event information is available.